Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly stem and head revision due to femur breakage.

Manufacturer narrative:
This is the same event as 3010536692-2014-01381. Trends will be evaluated. Supplement report forthcoming after investigation conclusion. This event occurred in (B)(6).